Manufacturer narrative:
Additional information: section d4 - expiration date, unique identifier (UDI) # section g - date received by manufacturer section g6 - type of report section h4 - device manufacture date section h6 - evaluation codes section h10 - manufacturer narrative the device was discarded at the healthcare facility. Without a returned device it is not possible to reach a definitive root cause. Infection is identified in the evoke scs system surgical guide as a potential risk stating ¿infection that may require hospitalisation with intravenous antibiotic therapy that may require surgery including explant as a result.¿ the manufacturing records were reviewed and product met all requirements for release with no anomalies identified.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system presented to the emergency room (ER) with fever, chills, and new pain. An magnetic resonance imagery (MRI) identified fluid build up at the site of the implanted leads and an infection at the anchor site. The scs system was explanted and the patient was discharged from the hospital.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.